Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the date of the rarp urology procedure was (B)(6) 2025. The customer's issue was the tissue could not be gripped. It was not clear what had happened, suddenly the jaws did not react. The instrument was removed and checked for completeness. No fragment remained in the patient's body. The operation was completed with a replacement instrument. The patient had no post op complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no fragments fell into the body and therefore none remained in the body. Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument underwent external and internal visual inspection, no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument exhibited jaws falling apart. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.